Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
It was reported that the customer received multiple temperature alarms when the pump was charging. The customer's blood glucose level was not impacted. The customer will temporarily use a back-up pump to manage diabetes.